Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.